Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted there was no complications and the pt was taken to the recovery room in stable condition. However, it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injuries, pain, scarring, adhesions, urinary and bowel dysfunction, infection, inflammation, foreign body reaction, erosion contraction, hardening, and nerve and soft tissue damage. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number: (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).